Event description:
The device has been explanted.

Manufacturer narrative:
Visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Cyst-ndr: unable to observe as it is a medical event that is not related to the device. Pain: unable to observe as it is a medical event that is not related to the device. Seroma-late: unable to observe as it is a medical event that is not related to the device. Visibility/palpability: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell.

Event description:
Patient reported left side pain. Patient later reported ¿shallow indurations¿, ¿peri-implant free fluid: small amount¿, and ¿tiny foci of signal abnormalities in the superior aspect of the silicone-matrix raise concern for early minor intracapsular rupture or reverse gel-bleed" confirmed via MRI. Patient additionally reported ¿tiny cysts with benign features¿, which is not device-related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿peri-implant free fluid: small amount¿ ; ¿tiny foci of signal abnormalities in the superior aspect of the silicone-matrix raise concern for early minor intracapsular rupture or reverse gel-bleed."